Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked blood immediately upon the removal of the safety mechanism instead of valving off the blood as intended. Therefore, blood leaked all over the patient's arm and bedding. The issue occurred multiple times. There were no serious harm and no adverse event reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3/h6: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One used device from same lot number was returned for the evaluation. The devices were visually inspected. There were no anomalies noted upon visual inspection. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the probable cause for the reported complaint of leakage could not be determined. The complaint could not be confirmed, and a root cause was unable to be determined.